Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of our product. Results: visual inspection of the photograph provided revealed a small hole next to the elbow of the evaqua2 limb. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, it is likley the complaint rt265 circuit was damaged by a sharp object. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a rt265 infant dual heated evaqua2 breathing circuit failed the leak test. It was further reported that a hole in the tubing was identified. There was no patient involvement.